Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 14 mmol/l. There were no significant events leading to the alarm observed. The customer turned the insulin pump on and off, but it did not resolve the issue. The customer stated that they had a back-up plan, but did not have it with them. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with corroded battery tube, minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, belt clip slot and cracked battery tube threads.